Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had air leak but after changed the arctic gel pads, it working now. Mss explained that disconnect and reconnect pads could fix leak and to try this first next time. Also stated the flow rate was good.

Manufacturer narrative:
The reported event was confirmed use related. The root cause of this failure is "misconnection of supply and return lines". The device failed to met specifications due to the user. The product was used for diagnostic and treatment purposes. The failure was caused by the misuse of the product. A DHR review was not required because the investigation was confirmed - use related. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Corrections: h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device had air leak but after changed the arctic gel pads, it working now. Mss explained that disconnect and reconnect pads could fix leak and to try this first next time. Also stated the flow rate was good.